Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter and a stopcock. The balloon was loosely folded with blood in the balloon. Microscopic inspection revealed damage to the tip of the device, and numerous kinks in the hypotube. Functional testing revealed a pinhole in the balloon material, located over the distal edge of the markerband. There is no indication the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Bsc ID #: (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 2.0mm x 220mm x 150cm coyote¿ es balloon catheter. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The (B)(4) stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 2.0mm x 220mm x 150cm coyote¿ es balloon catheter. No patient complications were reported.